Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. Product ID: 3888-33, lot# unknown, explanted: (B)(6) 2017, product type: lead. Product ID: 3888-33, lot# unknown, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with two subcutaneously placed leads with an extension. It was reported there was a loss of stimulation. Diagnostics and troubleshooting included an impedance measurement and reprogramming. Interrogation showed there was high impedance on electrodes zero and three. No factors may have led or contributed to the issue. It was decided to look for the source of the high impedance during surgery. Fluoroscopy showed twisted screws in the extension. This was confirmed by visual inspection. When trying to unscrew to disconnect the lead, the screw kept turning, leading the lead to turn in the connector. Because of this, the lead could not be disconnected. The extension and leads were replaced and the issue was resolved at the time of the report. The leads were damaged and destroyed during the revision and will not be returned for analysis.

Manufacturer narrative:
Analysis found the #5 and #7 distal connector blocks of the extension were twisted in the molded rubber and that the distal end of the extension was broken due to overstress/damage. A proximal lead segment was also returned with the extension and analysis found the segment was stretched. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported the implant dates of the leads were (B)(6) 2016 and (B)(6) 2017.